Event description:
Additional information received from electronic database provider indicated that the start date of the "catheter not working at all" event was (B)(6) 2015, one dose of alteplase was given on (B)(6) 2015 as a "clot buster" and one dose of ancef was given on (B)(6) 2015 to minimise the risk of infection. The event had resolved on (B)(6) 2015.

Event description:
Tr 0147: the catheter was placed on (B)(6) 2015 in the right internal jugular vein of a (B)(6) year old male. It was removed on (B)(6) 2015 for a non-infectious complication. It was reported that the catheter was "not working at all". The catheter was replaced/exchanged for another (non-study) catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore, an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. Taking into consideration the evaluation conducted and the details of the complaint, this investigation is assigned the most probable root cause of unknown. A complaint with a most probable root cause classification of unknown indicates that a device-related root cause does not apply. The manufacturer has requested additional information regarding the incident. Should additional information be obtained, the root cause of the complaint will be reviewed and a supplemental MDR will be filed.